Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error code(e216). A root cause could not be identified. Based on the results of the investigation, it is likely the scope communication error (b30 error), no and fuzzy image occurred due to foggy image which generated due to broken optical lenses. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error (b30 error), no picture and fuzzy image during inspection for use involving an olympus colonovideoscope. There was no patient involvement reported.